Event description:
During an implant attempt, high impedance (1870 ohm) and no capture was reported by the physician utilizing a psa. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). Conclusion: no mfg defect was identified during the lab investigation, which could have contributed to the issue as stated in the user report. This issue was likely caused by improper lead tip location. The lead impedance measured during the return analysis (750 ohms) does not coincide with the measurement made during the implantation attempt (around 1870 ohms).